Event description:
It was reported that a small volume intermate had white floating particles in the solution of the device. This was noted after filling of the device with colistimethate. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 through july 14, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B)(4). Should additional relevant information become available, a supplemental report will be submitted.